Event description:
It was reported that they completed a set change yesterday and after their sgs started going up. Pwd states that when they removed the cannula, it was bent. States that after set change, their sg started to go down. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.